Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01065, software version #: 4.1.0 f1908: delay of less than one hour f26: no patient impact h3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to expose during surgery. The site tried using both the hand switch and foot pedal with no success. The issue resolved upon reboot. The site reported that this is a frequent issue with a rough estimate that this issue occurs 1/4 of the time. There was a surgical delay of less than one hour. There was no impact on the patient's outcome.